Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for one pt. The initial result was 21.55ng/ml. The original sample was re-tested and repeated accu tni result was 0.10ng/ml. Repeat testing was also performed with a manual method which was stated to match the elevated accu tni result. No data has been provided for that result to date. Therefore, it is not possible to determine which result is delivered to be correct. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Per customer, they have had no issues to report with their qc. A filed service engineer (fse) was dispatched: the fse performed a system check which passed within specifications. The fse also performed a low and high level precision check, both passed within expected specifications. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).